Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Additionally, atrial undersensing was noted. Review of the presenting electrogram showed av dissociation and atrial capture could not be confirmed. The patient was subsequently admitted to the hospital as the physician thinks the patient's progressive heart failure has potentially resulted in the smaller atrial signals. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.